Event description:
New information received notes that the ra and rv leads were explanted and replaced due to fracture. The patient was discharged in stable condition.

Manufacturer narrative:
The reported events were oversensing noise and lead fracture. As received, a complete lead was returned in one piece. The reported event of oversensing noise was confirmed. Visual examination found an external abrasion abrading the header sleeve adjacent to ring electrode. The cause of the reported event of oversensing noise was due to abrading of the header sleeve adjacent to ring electrode in the abrasion zone consistent with friction to another device or feature of the patient anatomy. The reported event of fracture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fracture.

Manufacturer narrative:
Correction: "d6a - date of implant" was missing from previous report.

Event description:
Related manufacturer report number: 2017865-2024-72150. It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that the right ventricular (rv) and right atrial (ra) leads exhibited noise. Rv lead noise was over-sensed. Noise was unable to be reproduced in-clinic and a chest x-ray was unremarkable. No interventions were reported. The patient was stable.